Event description:
Berlin heart was informed on (B)(6) 2023, that subclinical seizures noted on continuous eeg during the night of (B)(6) 2023. Patient was sedated and pharmacologically paralyzed at the time, no other pertinent assessment changes were noted. Head CT performed on (B)(6) 2023 and showed a right mca infarct. Neurology was consulted and recommended following serial head ultrasounds with repeat CT for any clinical changes. Maintained on bivalarudin drip @ 0.26mg/kg/hr. Ptt 31.7. Platelet count 107,000. Crp 3.1. Site reports that the patient is now off pharmacologic paralysis and has an age-appropriate neurologic exam pending. There were stable fibrin deposit noted at the outflow valve. The blood pump had intermittent incomplete fill and/or ejection which had been happening since implant. Site had been adjusting accordingly based on patient status.

Manufacturer narrative:
The excor blood pump, s/n, (B)(4) is still in use on the patient. Patient remains on device.